Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, the r600, r686, and u600 components were internally shorted on the pca. The cause for the failure was the shorted components. The root cause of the shorted components was unable to be identified during troubleshooting. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.